Event description:
It was reported that during an implant of a right atrial (ra) leadless pacemaker (lp), the capture threshold was high and intermittent. All other measurements were stable and the implant was complete. At a post implant follow-up, the capture threshold continued to be high, resulting in loss of capture of the ra lp. Additionally, decreased sensing was observed. The ra lp was reprogrammed in an attempt to resolve the loss of capture. At subsequent follow-ups, the capture threshold was increased and intermittent. A revision procedure was scheduled, however during preparation for the procedure, the capture threshold measurements were acceptable and the procedure was canceled and the device was reprogrammed. When the patient returned to their hospital room, they began to experience arrhythmia and asystole. The device was interrogated and the ra lp was not capturing. The device was reprogrammed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient presented for follow-up having experienced fatigue and arrythmia. The ra lp was interrogated and loss of capture continued. The device was reprogrammed to resolve the event. The patient was stable.